Event description:
A non healthcare professional reported that during the intraocular lens (iol) implantation found strange curved line in the material. Iol was removed and replaced during the initial procedure. There was patient contact. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).